Event description:
On 21-sep-2025, the user received an urgent low glucose alert and ate food when blood glucose (bg) reached 78 mg/dl. Bg then rose to 196 mg/dl before corrections brought it back into range but briefly overcorrected to 63 mg/dl. The agent reminded the user about the 1¿2 week learning process following a recent reset, and the user acknowledged understanding. The highest blood glucose (bg) recorded was 196 mg/dl. Bg was corrected through automatic ilet corrections. The user reported experiencing a headache during the event. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.